Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet system experienced a hypoglycemic event following a meal announcement while the system had been delivering correction insulin for prior hyperglycemia, with a lowest glucose of 43 mg/dl and approximately 45 minutes below range; the user also observed a sensor-fingerstick discrepancy of about 10 mg/dl and self-treated the event with oral carbohydrates. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included no medical intervention or hospitalization and continued use of the device, with overall glycemic control reported as acceptable. Investigation included user interview, review of reported glucose trends, and troubleshooting and education. Investigation of this case revealed no device alarms, no backup therapy usage, and that the event resolved with self-treatment; overall data showed high time in range with the low as an outlier. It was concluded that the hypoglycemic event was user-experienced with cause unclear and that no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.